Event description:
During a follow up phone call the customer stated that their insulin pump had alarmed motor error during bolus delivery. The customer's blood glucose was unknown. Assistance was provided. The customer stated that they were able to clear the alarm, re-prime and reconnect to the insulin pump when the alarm had occurred. The customer uses the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and the displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. Medtronic,

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).